Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record at in-process inspection and at final control inspection and there were no abnormality found.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): one of the nursing staff members in ward 15 noticed white dust particles on the inside of the green luer slip of the needle.